Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient information provided.

Event description:
It was reported that there was a defective roller clamp. The nurse attempted to initiate the normal saline infusion at 75cc/hr and the drip could not be slowed. It continued to drip with the roller clamp in the closed state. There was no patient harm. The event did not cause a delay that significantly impact patient outcome, nor require medical or surgical intervention as a result. Although requested, no patient information was provided.

Event description:
It was reported that there was a defective roller clamp. The nurse attempted to initiate the normal saline infusion at 75cc/hr and the drip could not be slowed. It continued to drip with the roller clamp in the closed state. There was no patient harm. The event did not cause a delay that significantly impact patient outcome, nor require medical or surgical intervention as a result. Although requested, no patient information was provided.

Manufacturer narrative:
The customer¿s report of a defective roller clamp was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified. Device history record for model 2426-0007 could not be performed because the customer did not provide the correct lot number for this model.